Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their device has been ¿out of commission.¿ they stated that their device will not work, and they have been trying to reach a manufacturing representative for the past year. The patient was redirected to follow-up with their healthcare provider, and communication was sent to the field. No further complications were reported or anticipated. Additional information received from the manufacturing representative (rep) clarified that the patient¿s device was ¿out of commission¿ because it was confirmed to be at end of service (eos). The rep met with the patient on (B)(6) 2019 to interrogate the implantable neurostimulator (ins), which was discovered to be at eos. They stated that the patient is scheduled for a replacement. The issue was resolved at the time of the report. No further complications were reported or anticipated.